Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The vector was reprogrammed from alternate to primary. The following day another inappropriate shock was delivered in the primary vector. An x-ray was performed however did not reveal any anomalies. Extensive troubleshooting in clinic was unable to reproduce noise in any vector. Therapy was then programmed off. Further evaluation of the patient found their ejection fraction had improved. The system was later explanted and was not replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The vector was reprogrammed from alternate to primary. The following day another inappropriate shock was delivered in the primary vector. An x-ray was performed however did not reveal any anomalies. Extensive troubleshooting in clinic was unable to reproduce noise in any vector. Therapy was then programmed off. Further evaluation of the patient found their ejection fraction had improved. The system was later explanted and was not replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.